Manufacturer narrative:
Initial reporter; occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report for unable to deploy. The drive wire was not visible in the ¿coil-cath¿ indicating the hook was broken at the distal end of the drive wire. The drive wire was fully retracted into the coiled catheter and causing a slight kink. The clip was still attached to the cath attach and required a lot of manual tugging to release. The clip was removed in order to make sure all pieces of the drive wire were accounted for. The backside of the clip had a piece of the hook stuck inside the mechanism. The clip had to be opened manually in order to release the hook piece which was stuck inside. Since a piece of the drive wire hook remained inside the housing, it seems the drive wire broke before the clip could fully deploy. A magnified visual inspection of the coil cath tabs found the tabs to be distorted, indicating a large amount of force was applied to the clip during attempted deployment. The tabs are bent towards the distal end at an angle. This is causing the cath attach to stick out more than usual. This amount of force could have also contributed to breakage for the drive wire hook. The drive wire breaking confirms the user¿s complaint of unable to deploy. The drive wire was removed from the device by pulling it out from the handle end. The distal end of the drive wire seems to match up to the piece of the hook removed from the clip housing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire. The instructions for use instruct the user to "verify smooth handle operation and clip action." The instructions for use state, "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. They [physician] clipped the device onto the lesion and it would not deploy/release. They had to pull the clip off the lesion. They removed the device and successfully completed the procedure with another manufacturer's clip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.